Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 34 mg/dl, resulting in a "medical emergency." No additional information was provided regarding the details of the medical emergency. Reportedly, the customer inadvertently delivered too much insulin. Additionally, the customer alleged that the pump "didn't record because the battery was so low." Tandem technical support was unable to confirm the reported allegation as the customer declined further troubleshooting and declined to provide additional information.